Event description:
Patient presented with infection.

Manufacturer narrative:
A detailed investigation was performed and found that all requirements were met for this production lot and individual tissue ID/serial number. It was noted during the complaint review that multiple arthrex and (B)(4) hardware implants were also used in the initial surgery. Infection is a clinically well known potential complication of any surgical procedure including ankle fusion. If infection occurs, whether related to the procedure or otherwise, the foreign metal implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection may make additional surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following ankle fusion is reported in the literature as 25.8%.